Event description:
It was reported that there was t-wave oversensing on the right ventricular (rv) lead. It was noted that due to the oversensing, the patient¿s pacing rate was below the programmed lower rate and a mode switch occured. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: d274trk, implantable cardioverter defibrillator (ICD), (B)(6) 2010; 4196, implantable pacing lead, (B)(6) 2010; py44rsbv, competitor implantable pacing lead, (B)(6) 2009. (B)(4).